Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's mother is calling to report that the night luer connection was leaking. No adverse event alleged. A request was made for the return of the device.